Event description:
It was reported that the patient has complained of pain when pacing since the implant. A computerized tomography scan determined the right ventricular lead had perforated the apex. The explant procedure was rescheduled many times to the patient's elevated white blood cell count. The lead was explanted and replaced with a new lead in the septum. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.